Event description:
It was reported that the patient presented in clinic for a routine device interrogation. It was noted that the implantable cardioverter defibrillator could not be interrogated. The patient condition was stable and there were no adverse consequences to the patient. Device replacement was discussed.

Manufacturer narrative:
Correction: manufacturer report (B)(6), should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
New information states that the device was explanted.